Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to the device not working. The surgeon reported that the current device is well positioned but is just no longer working. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that a revision procedure took place on (B)(6) 2020 to replace the inflatable penile prosthesis(ipp) device.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to the device not working. The surgeon reported that the current device is well positioned but is just no longer working. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that a patient outcome of no complications was reported.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) device due to the device not working. The surgeon reported that the current device is well positioned but is just no longer working. A patient outcome was not reported.